Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets overinfused; further described as "overinfusion of up to 10 hours in therapy". This was observed during patient administration of parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.